Event description:
It was reported that the surgeon damaged the stryker osteotomes on very hard patient bone. They used other hospital issued osteotomes.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the reliance osteotome straight was confirmed to have a deformed tip upon visual inspection. The manufacturing records were reviewed for lot # 116834 and there were no relevant issues found during the manufacturing process. This event occurred intra-op but did not result in any surgical delay or adverse consequences for the patient. The root cause for this event is most likely due to misuse of the instrument, in addition to a design issue regarding a change in the raw material of the osteotome which was corrected in CAPA 2010-081. At this time, the exact cause cannot be determined and is likely multifactorial in nature. Conclusion: the root cause for this event is most likely due to misuse of the instrument, in addition to a design issue regarding a change in the raw material of the osteotome which was corrected in (B)(4). At this time, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that the surgeon damanged the stryker osteotomes on very hard patient bone. They used other hospital issued osteotomes.